Event description:
Package delivered from distributor (B)(4) on (B)(6) 2018. While opening package to remove contents, a live bug was seen crawling inside the sealed product. (Medline sterile pack of premium wet skin prep).